Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, medication and blood transfusion. No effusion was observed before the procedure began. During the procedure a total of 36 radio frequency lesions were delivered. During the ablation, a steam pop occurred and the physician stopped the ablation. It was then noticed that there was a noticeable drop-in the patient¿s blood pressure. A pericardial effusion was observed using the ice soundstar catheter, and a cardiac tamponade was confirmed by transthoracic echo (tte). A pericardiocentesis was performed to remove 1000 ml of fluid from the pericardial space. Calcium was administered to the patient to close the perforation. One liter of blood was also given. Remainder of the procedure was aborted. The patient was hemodynamically stable and reported in stable condition after the pericardial drainage. The patient was admitted overnight for observation to the intensive care unit (ICU). The patient fully recovered. The physician¿s opinion regarding the cause of the adverse event is that it was caused by the type of procedure and patient¿s heart anatomy. An agilis sheath, ice soundstar catheter, and bard ep xt catheter was in the patient¿s body at the time of the event. Transseptal puncture was performed with a brk long transseptal needle. The catheter flow was set between 8-15 ml/min. No error messages were observed on any biosense webster, inc. Equipment during the case. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were range ¿ 2mm time: 5 seconds. Fot: 25% 5 grams. 2mm tags size. No additional filter was used. Tag index was used prospectively as color option.